Event description:
It was reported tyco healthcare/kendall on 8/17/2006 that a customer had a problem with a x-ray detactable sponge. The customer states that when "the raytec is unfolded, it frays and leaves threads in the wound and around the operating field."

Manufacturer narrative:
At this time there has not been a sample received for an evaluation. An investigation is currently underway, upon completion the results will be forwarded.